Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a loose femoral component. Loosening occurred at the bone/cement interface. Cement manufactured by depuy. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing persistent pain. Noted upon revision, the patient had synovitis and small fragments of cement. Also noted, the patient had patella infera.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.